Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve palsy was confirmed while ablating the right superior pulmonary vein (rspv). At the end of the procedure, capture of phrenic nerve pacing was confirmed by palpation. Slight elevation of the right side of the diaphragm was observed but there were no signs of aggravation and the patient was discharged without prolongation of hospitalization. Since slight elevation of the diaphragm was observed, this event is being reported.